Event description:
The customer reported a leak in their clinimacs tubing set. They discovered the leak during the buffer priming step, therefore, no cellular material was involved and no patient was harmed. The event occurred at: (B)(6).